Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 30mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified and 2.50mm in diameter left circumflex artery. The lesion contained >45 and <90 degrees bend. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured due to calcification of the lesion. The device was exchanged to another balloon catheter which was inflated at high pressure. Post dilation was performed using a 2.00x20mm balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. Magnified inspection identified a pinhole in the balloon material at the distal edge of the markerband. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was further reported that the 2.00mm x 20mm maverick²¿ balloon catheter ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient's body.

Manufacturer narrative:
(B)(4).